Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a biosense webster, inc. Ablation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, while delivering an ablation for a premature ventricular contraction (pvc) with a non-abbott mapping system, a pericardial effusion was noted, and the patient became hypotensive. Retrograde access to the left ventricle was obtained, mapping was conducted with a biosense webster inc. Mapping catheter, transseptal access was obtained, and after delivering ablation and when maneuvering the catheter into the right ventricular outflow tract (rvot), the perforation was believed to have occurred and pericardial effusion was diagnosed by fluoroscopy. Pericardiocentesis was performed to stabilize the patient, 350 cc of fluid was removed. An additional 70 cc was then removed. Remainder of the procedure was aborted. At the time of the event, heparin was being used. No biosense webster, inc. Product malfunctions nor error messages were reported. There¿s no indication that extended hospitalization was required. Patient¿s outcome is unknown. Physician¿s causality opinion was not provided. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. There¿s no information regarding the biosense webster, inc. Products used; however, with the available information, this event is being conservatively reported under a generic thermocool® smart touch® sf catheter as it is the biosense webster, inc. Ablation catheter that is most often used for pvi ablation procedures. In addition, since a bwi mapping catheter was in use, a generic pentaray catheter was also created. Should more information become available, it will be reviewed and processed accordingly.